Event description:
In (B)(6) 2010 the patient reported that over the last 2 weeks she has not been able to stop a prime with any button press. She stated her insulin infusion device will continue to complete the 25 unit prime no matter which button she presses. The buttons pop up when pressed and her device has not been dropped. She stated the check, menu and up and down buttons properly function for all other programming. The concern only occurs when trying to stop a prime. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.